Manufacturer narrative:
Since this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced, zimmer (B)(4) will close this case. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. While a cause for this specific event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced above. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result becomes available, that changes this assessment, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. (B)(4).

Event description:
A product liability claim was raised. It was reported that the patient was implanted a durom acetabular component 56/50 p on the left side on (B)(6) 2007. The patient was revised on (B)(6) 2016 due to pain and elevated ion levels.

Event description:
Patient was implanted on the right side and underwent revision surgery due to pain, elevated metal ion levels, psuedotumor, metallosis, fluid collection. Implant position is changed from left to right as per the new document received.

Manufacturer narrative:
Concomitant medical devices: metasul ldh, head adapter, m, 0, taper 12/14-18/20, catalog no# 0100185146 ; lot no# 2374665, metasul ldh, head, 50, code p, taper 18/20, catalog no# 0100181500 ; lot no# 2361011, femoral stem 12/14 neck taper plasma sprayed, catalog no# 00771100900 ; lot no# 60668794. Therapy date : (B)(6) 2016. This case was reopened on june 27, 2018 to enter additional information which was received on june 22, 2018. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).